Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, however the electrocardiogram (ECG) connector was loose. It was also noted that the display falls and the hinges were out of specification. (B)(4).

Event description:
It was reported there was intermittent failure to boot up. The clinic indicated that sometimes it just "goes gray" or a "wiggly screen" for a long time or boots up very slowly. It was also reported at time the programmer takes extremely long boot up and will say "wait software loaded" when no new software. It is noted the programmer intermittently won't print with usb (universal serial bus) printer (always hooked up to external printer). The programmer was returned for repair. No patient complications were reported as a result of this event.